Event description:
It was reported that this right ventricular irvi lead exhibited high thresholds. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).